Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user had problems with the "cartridges not working properly" and "not reading right". Reportedly, the user experienced diabetes mellitus with ketoacidosis. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.